Manufacturer narrative:
The primary complaint of user advisory (ua) 20 (position out of range) was confirmed during functional testing and archived data review. To resolve the reported issue, the drive shaft was rotated back to the home position. The autopulse platform is a reusable device and was manufactured on 12/31/2009. Therefore, this type of issue is characteristic of normal wear for the life of the device. Visual inspection was performed and found the front enclosure, bottom enclosure, and the battery lock were damaged. During functional testing, after the platform was powered on, the device displayed a ua 20 error message. Further evaluation also found (unrelated to the complaint) a sticky clutch. The archive data revealed multiple ua 20 error messages occurred between (B)(6) 2016 - (B)(6) 2017. Additional repairs and an update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The front enclosure, bottom enclosure, and the battery lock were replaced, the clutch plate was deburred, and the power distribution board was updated. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
During a shift check, upon powering on the autopulse platform (s/n: (B)(4)), it was reported that the platform displayed a user advisory 20 (position out of range) error message. Despite adjusting the drive shaft to the home position, the issue was not resolved. There was no patient involvement reported.